Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the skin graft mesher keeps getting stuck when used. An alternate device was used to complete the surgery. There was no harm reported but a delay was. The delay was of unknown time.

Manufacturer narrative:
On (B)(6) 2018, it was reported that during surgery the skin graft mesher kept getting stuck when used. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was may 2, 2014 where it was reported that the skin graft revers was not working and the bent comb was replaced. This is not a related issue. As noted on november 8, 2017 per (B)(6), qa/ra compliance manager, australian repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the australian repair database and should be documented within the complaint investigation. Product review of the skin graft mesher by zimmer biomet australia on june 28, 2018 revealed that the comb was damaged. The side plates were worn on the inside surface. The shoulder bolts, washers and nuts would be replaced. The bottom roller and roller gear were worn. The carrier guide and handle were pitted. The pre-test could not be performed due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet australia as the quote for service is still pending customer approval. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the comb was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.